Event description:
It was reported that an insulin occlusion alarm occurred on an ilet system using a steel contact detach infusion set with 23-inch tubing, with blood glucose observed at 134 mg/dl initially and 170 mg/dl during a repeat event; the user performed a full supply change after the first alert and later required another supply change when the connector was not locked, after which drops were observed, the cannula was filled, and insulin delivery resumed. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included user troubleshooting, guided education on proper connector locking and priming, and component replacement at the user level. Investigation of this case revealed an incorrectly attached infusion set connector that prevented proper priming until the connector was locked and drops were confirmed. It was concluded that the event was related to user handling of the infusion set connection, with device function restored after correct setup and priming.